Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, fatigue, migraine, headache, nausea and nervous system disorder had resolved and the genital haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for pelvic/abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary disorders, vaginal discharge, fatigue, migraines, headaches, nausea, nervous system disorder. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder/urinary problems: vaginal discharge, fatigue, migraines, headaches, nausea, neuro condit/prob were added. Outcome of event pelvic/abdominal pain, dysmenorrhea (cramping), fatigue, migraines, headaches, nausea, neuro condit/prob were added as recovered/resolved. Patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.